Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A patient reported that following a cataract extraction with intraocular lens (iol) implant procedure, she has been experiencing flashing, dull pain, and halos around traffic lights. Her vision is good and she has seen her doctor three times. Her symptoms have gotten worse. Her eyes are also dry, like if she was wearing contact lenses for two weeks and like they are super dry. She is not wearing contact lenses. The patient reported that everything is fine with her vision and pressure. She has also seen two other doctors and was told that she needs to get used to her symptoms. She reported that she can see the edge of the lenses on the outer side of her vision like a crescent which comes and goes. The flashing changes with lighting and today it is bad. She is using a steroid drop twice daily. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).